Event description:
During bicep tendon repair procedure, the inserter bent and the anchor broke. The broken anchor was removed from the patient which caused a delay in the procedure. The surgeon completed the procedure using additional devices with no complication to the patient. Sales rep. Informed the surgeon that pre-drilling was not necessary and reviewed the instructions for use.